Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the infusion shut off during two surgical procedures. Additional information was received from a company representative who visited the site: there was pressure decrease. No errors were displayed. He was able to look at 3 surgeries at the time he visited this entity and there was no issue with the system. He could not confirm the issue. He advised to increase the pressure. It was confirmed that previous surgeries were completed successfully as scheduled with no impact on patients. No patient details provided this is one of two reports being filed for this facility. This report refers to the event occurred in (B)(6) 2016.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the company representative advised increasing the infusion pressure as the hospital has had a low inlet pressure for several years. Further contact with the company representative revealed that the hospital addressed its pressure issue and the customer has not reported any issues with the system since. The system was tested and found to meet product specifications. The system was manufactured on may 28, 2010. Based on qa assessment, the product met specifications at the time of release. The reported event was unable to be replicated. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).